Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract and pain during insertion. No issues were found with the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. The patient had pain at the insertion site. The pod was worn 4 to 24 hours on the glute before the issue was realized.